Event description:
It was reported the patient had a catheter migration, and had a lot of pain related to the event. The patient indicated that the health care provider (hcp) had turned the pump up 10% and it made the patient worse. The hcp then turned the pump up another 10%, and the patient was subsequently ¿really bad¿, so the patient called the hcp, who indicated that it sounded like a volume issue right up against patient¿s spinal cord. The pain hcp then did a revision on the catheter. The medications which were contained in the pump at the time of the event were not provided, but as of the report date, the pump device was used to deliver clonidine, bupivicaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type catheter. (B)(4).